Manufacturer narrative:
This complaint was not duplicated during laboratory evaluation. The product surveillance technician (pst) observed the roller pump to operate normally with no loss of display observed throughout evaluation.the roller pump will be sent to service for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) was unable to duplicate the customer complaint. Per log analysis performed for emdr # 1828100-2015-00686, the most likely root cause of the customer reported event is the display assembly and display cable. The srt replaced display assembly and display cable. He ran pump overnight for greater than 16 hours with no anomalies observed. He performed full functional release testing of the pump with no unexpected results. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded this complaint is related to medwatch #1828100-2015-00686. The field service representative (fsr) could not duplicate the reported issue. The display turned on as normal during system-1 start-up and never failed during the service call. The fsr did not find any problems with the roller pump. The fsr over-occluded the roller pump several times to see if he could force any kind of failure, but could not. The fsr replaced the suspect roller pump and cable with a loaner pump and cable. The unit operated to manufacturer specifications and was returned to clinical use. The suspect roller pump and cable were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the local display on roller pump was not turning on. The roller pump was still functioning and could be controlled through the central control monitor (ccm). The roller pump did not loss power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.